Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, one noise episode was observed in the right ventricular channel, without therapy applied. Device reprogramming was operated and consisted in increasing detection threshold.